Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited above normal power consumption with high watt alarms and increased flows. The patient was admitted overnight for a suspected thrombus. The patient had elevated lactate dehydrogenase (ldh) and increasing hematocrit. The patient was indicated to have therapeutic anticoagulation and was placed on bivalirudin. The next morning the vad exhibited multiple high watt alarms and flows and the patient had mildly elevated bilirubin but ldh had slightly decreased. The patient underwent a transthoracic echocardiogram (tte) and computerized tomography (CT) scans, which were indicated to be unremarkable. The patient was continued on bivalirudin and was monitored; vad flows and power continued to downtrend and the patient was indicated to be hemodynamically stable. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the vad was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed a gradual increase in power consumption and estimated flows starting on (B)(6) 2021, leading to parameters above the normal operating range; eleven (11) high watt alarms were logged since (B)(6) 2021. Information provided by the site indicated that the patient was admitted for a suspected thrombus; the patient had elevated lactate dehydrogenase (ldh) and increasing hematocrit and was placed on bivalirudin. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.